Event description:
It was initially reported that the recently implanted pt pvc that occurred about once per month. The pt has a cardiac diagnosis of perimembranous ventricular septal defect, small and restrictive with infrequent pvcs, the pt is not on any cardiac medication and was last seen by a cardiologist on (B)(6)2009. The pt was implanted the week prior to the report. The pt is said to be having pvcs "a little more frequent" over the three days since implant, but was not daily or with stimulation on-time. The pt also has depression and anxiety. The nurse practitioner has recommended a holter monitor for 72-hrs. If there were no issues seen, the pt would continue the monitor for 30-days. The site wanted to confirm there was an increase in pvcs and the relationship to the therapy/surgery or other external issues/stressors. The nurse was unable to rule out the device as a contributory factor at this time. No diagnostics were immediately available of the pt's device. Info received from the company representative present during the implant surgery indicated that the anesthesiologist noted some "cardiac changes" during administering the anesthesia prior to the start of surgery. These issues were said to have resolved after the pt fell asleep. The anesthesiologist felt it was anxiety related at that time since she was awake. Diagnostics performed on the device during surgery were said to be within normal limits, and there were no cardiac issues noted when the pt was turned to 0.25ma. The nurse later reported that the family refuses to disable the device so the pt will have a holter monitor at this time. Since the pt is known to have a lot of anxiety, the decision may be to be slower titrations of her therapy. No further details have been received on the issue. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer stated error code 1007 (unable to process test, activated read failure) was occurring on the architect analyzer at a rate of two percent per day on all analyzed samples there was no impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.